Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed possible t wave over sensing or cross talk. Also, the patient got inappropriate shock during sinus tachycardia. Pacing threshold for the rv lead was high but impedances were steady on the low side. Sounds like patient was intimate with their partner at the time but didn't want to talk about it. Programming options were discussed for this system. The crt-d and the rv remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed possible t wave over sensing or cross talk. Also, the patient got inappropriate shock during sinus tachycardia. Pacing threshold for the rv lead was high but impedances were steady on the low side. Sounds like patient was intimate with their partner at the time but didn't want to talk about it. Programming options were discussed for this system. The crt-d and the rv remain in service. No additional adverse patient effects were reported. Additional information was received from the field mentioning that the patient received more inappropriate shocks for cross talk from the right atrial channel on the rv channel. This was the same reason the patient got an electric shock last time. The crt-d had been reprogrammed around sensitivity but more reprograming options were discussed. An x ray analysis was recommended for this patient to determine if there was a change in lead position on integrity. The crt-d and the rv lead remain in service. No additional adverse patient effects were reported. More information was received from the field mentioning that new medication was going to be recommended to supress the atrial arhythmias causing the far field noise. Also sensitivity was recommended to be increased and a defibrillation threshold (dft) test was recommended but there is no evidence supporting the completion of the dft process. The crt-d and the rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.